Manufacturer narrative:
On july 27, 2021 sizewise was made aware of failure occurring in an alliance hinge. We were provided several photos of the failure and were later able to examine the broken part in hays. It¿s a difficult failure to reconcile in that based upon the description of how the failure occurred, not only would forces significantly higher than could be reasonably applied by a (B)(6) lbs. Woman have been required, but a different part of the hinge should have failed. Certification and testing: to comply with the iec 60601-2-52 standard, the side rail and hinge assembly is subjected to a series of cyclic actuation and load tests culminating with 112 lbs. Of force being applied inboard, outboard, head of bed, foot of bed, and straight up. 168 lbs. Of force is applied straight down. The rail can not fail under any of these loads. This is a very aggressive test and is intended to simulate the worst case of a patient trying to exit the bed by climbing over the rail. Test results, available for review, show 112 lbs. Of force applied outboard results in massive deflection of the rail (near 45 degrees from vertical), but no failure. Applying additional outboard load to failure results in a rupture of the upper floating plate which is bolted to the side rail and creates the upper pivot points for the center latching element and two support cranks. We have in fact had several of these upper floating plates fail which did result in a design change to that part. It should be noted that this load testing was conducted both in house by sizewise engineering and by our independent 3rd party test lab (B)(4). Design and analysis: the handful of failures in the upper floating plate resulted in a complete and very comprehensive finite element analysis of the entire assembly including the latching link which was broken in the ochsner incident. The bottom line here is that the fea analysis demonstrates that the loading and stress in the latching link are extremely low at levels that would cause rupture or plastic deformation in the upper floating plate or crank links. This analytical finding is consistent with both physical testing and empirical evidence from the field. Fracture analysis: examination of the broken part was unfortunately not conclusive as to a root cause although we can eliminate a couple possibilities. The fracture site is very large with both transverse and vertical crack planes, indicating high stresses. No seashore fatigue lines are present., indicating this happened all at once. All the cracking is straight through, with no 45 degree shear plane features that would indicate a compressive failure. There are no areas of porosity or other casting defect in the fracture, indicating a good quality part. There are scuff marks in the area one would expect if the failure was caused by an impact from the outside, but nothing definitive. Conclusions: while it is possible that the patient could have attempted to crawl over the side rail, progressively bending the rail outwards until it was supporting almost all of her weight, and thus generating a failure load, it seems unlikely given what has been verbally communicated regarding the patient¿s health. Further, had the patient successfully generated a failure load, the analytical work, physical testing, and empirical evidence from the field strongly supports a different mode of failure.

Event description:
Patient reportedly trying reposition themselves, pushing against the right foot side rail when the rail broke. Subsequently, the patient fell out of bed and was found on the floor.